Event description:
It was reported that during a device changeout procedure it was noticed that the patients right atrial (ra) lead and right ventricular (rv) lead showed oversesning noise on the egm. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)